Event description:
It was reported that 2-3 days prior to report the patient had blood in her urine. The patient was "peeing nothing but blood." The patient had pain in her lower back and flank that started 2 days prior. No new issues with the device in relation to the onset of the event were reported. The patient had been to a urology clinic. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v452165, serial#, implanted: 2010 (B)(6) explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).